Manufacturer narrative:
The manufacturer previously reported a ventilator was evaluated by the manufacturer's field service engineer and the device failed an active exhalation control module test step. The device's three-way solenoid and proportional valve were replaced to address the issue. The device was tested and passed all final testing. The components were returned to the manufacturer's product investigation laboratory (pil) for additional testing. The proportional valve was inspected and tested and passed all testing. The pil technician concludes the proportional valve operates as designed. The solenoid valve was inspected and tested and failed testing. The failure was caused by internal contamination. The components were scrapped.

Event description:
A ventilator was evaluated by the manufacturer's field service engineer. There was no harm or injury reported. There is no evidence the device was in patient use. During the evaluation the device failed an active exhalation control module test step. The device's three-way solenoid and proportional valve were replaced to address the issue. The device was tested and passed all final testing.